Event description:
The customer reported being hospitalized due to high blood glucose of 449mg/dl. Troubleshooting was declined, and the customer stated that she did receive a no delivery alarm before calling. The customer had issues and attempted to use different insertion sites. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.